Event description:
The customer reported, that they had a posterior capsule tear during surgery. A vitrectomy was performed. The diopter was recalculated, and the iol was implanted. The surgeon noted in the questionnaire: an 'ill-finished tip' on the I/a tip.

Manufacturer narrative:
Four tips were visually inspected with the aid of a microscope at 20 magnification. All handpiece (hp) tips have scratches present on the aspiration heads and their aspiration and irrigation cannula surfaces. Hp tip #1 (lot 701033m) has its aspiration porthole completely clogged with surgical material. Hp tip #2 (lot 701032m) had one dent on the top of the aspiration cannula. Hp tip #3 (lot 688344m) had several nicks on the aspiration head. There is a slight bow in the cannula with an outward bulge in the cannula at the base just above the nosecone. Surgical material is in both the aspiration and irrigation portholes. Tip #4 (lot 701032m) has a few nicks on the aspiration head. All handpiece tips have some level of damaged and some clogging issues from being used, and was not from the manufacturing process. All handpiece tip aspiration front head regions are polished for a smooth burr free surface during manufacturing. All handpiece tips are cleaned and 100% inspected at the end of the manufacturing process by trained operators to insure all visual attributes are acceptable prior to the product release. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. This report mailed in to FDA on: 11/21/2007.